Manufacturer narrative:
The device was received by olympus and the user facility report could not be duplicated. The device was found to function normally with no error codes or image issues during testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that when the 190 scopes are connected to the clv-190 an error code is emitted and a black image. The reporter stated that the issue was isolated to the clv-190 by checking the scopes on another processor. There was no information provided on when this report was discovered however, there was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
The following fields were updated: g4, g7, h2, h4, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation results and a review of the device history record (DHR). There are no problems with the device, and we speculate that there are problems with cv-190 side combined in facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. While a definitive root cause could not be identified, olympus investigators suspect that there are likely abnormalities in the 190-scope detecting and driving substrates in cv-190, particularly in the 190-scope synchronous system circuitry. Olympus will continue to monitor the field performance of this device.